Event description:
The teflon tip on the thunderbeat melted. All pieces were accounted for and no harm was caused to the patient. The handpiece was replaced on the field.what was the original intended procedure?laparoscopic liver resection.